Manufacturer narrative:
Analysis report from third party was received and will be further investigated. The lot- / serial no., the exact device name and the implant date were requested from third party, but they answered that they are not available as the implantation was performed in another hospital.

Event description:
It was reported to gore that patient underwent endovascular treatment for a peripheral arterial disease in another center. It was stated that probably in (B)(6) 2019 due to a previous femoro-femoral bypass thrombosis a left-right femoro-femoral crossed bypass was performed with a gore-tex® vascular graft. It was reported that on (B)(6) 2020, due to a continuous drainage on the right femoral area with the suspicion of infection, the prosthetic material was explanted and sent to geprovas for analysis. Bacteriologic and mycologic cultures were found negative.

Manufacturer narrative:
Explant scientist observations: ¿ segment 1: the abluminal surface was generally devoid of tissue, except for multifocal areas of light tan/brown and yellow tissue. The extremities were reported as ¿clear¿ by third party. However, the luminal patency could not be determined with the information/images provided. Multiple rings were displaced along the length of the fragment. Rings were also not present in the areas near both extremities. The graft was partially indented/invaginated near extremity b. In this same area, evenly spaced serration marks were present. Extremity a had a beveled transection and was partially torn. Extremity b was transected and ovular in shape with irregular transections. ¿ segment 2: the abluminal surface was covered in tan/white to brown and yellow tissue, which made the graft surface unobservable. Indentations from the underlying rings could be observed on the tissue surface. The extremity was reported as ¿clear¿ by third party. However, the luminal patency could not be determined with the information/images provided. Extremity a was irregularly transected. Extremity b was covered in tissue, unobservable, and appeared to be a juncture (presumptive anastomosis) into an area covered in tissue. From gross images all material disruptions (i.e., material transections, displaced/missing rings, device indentation, serration marks), appear to be consistent with those caused by interaction with surgical instruments (i.e., scalpel/scissors, forceps/clamps), likely used during a surgical procedure. Request for additional analysis: no. Reason: based on the explant scientist¿s review of the third party report and the reason for removal (suspected infection), no additional analysis is requested. The investigation was unable to confirm the event and the root cause could not be established.